Manufacturer narrative:
Insulin pump passed the displacement test, operating currents, self-test, off no power, and unexpected restart error test. Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk. Unable to verify no delivery alarm due to compromised force sensor system alarm. Unit was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the o-ring came off the insulin pump. Customer's blood glucose level was 224 mg/dl. The insulin pump alarmed no delivery. The reservoir compartment's lip and o-ring broke off. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.